Event description:
It was reported that the user received an ¿unable to proceed¿ message during a supply change, which was addressed through troubleshooting and education that included removing all supplies, performing a dry run, and then completing a full supply change with new supplies, after which delivery resumed. Symptoms included no reported changes in blood glucose. Outcomes included successful restoration of therapy with no hospitalization. Investigation included user-guided troubleshooting and verification of supply details, with plans to monitor and replace supplies upon request. Investigation of this case revealed that the issue was consistent with an infusion set or tubing setup problem related to supply change that was resolved by replacing supplies and re-priming, indicating no persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup or supply-related and resolved by standard corrective actions.

Manufacturer narrative:
Initial.